Event description:
Information received indicated the hydraulic motor will not shut off. The CPR valve will move in and out when hi-lo is pressed. The CPR does not function.

Manufacturer narrative:
Hill-rom technician replaced the CPR valve to resolve the issue.